Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 175 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
H6: remove codes 10, 3233 and 4118.h6(remove codes 10, 3233 and 4118.